Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer has not provided any additional information regarding this repair.

Event description:
It was reported that during patient use, a ventilator generated an error message. The patient was removed from the ventilator and placed on an alternate device. There was no patient harm as a result of this event.